Manufacturer narrative:
Film analysis the reported endoleak was confirmed on the films provided; however the exact type or cause of the event could not be determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. The returned films did not allow for analysis of any anatomical factors that may have led to the reported type iii endoleak (e,g, calcification) and did not reveal any obvious out of specification stent graft integrity issues. Although a type iiib endoleak cannot be ruled out, it is less likely to have occurred at index. The endoleak appears possibly to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted during an endovascular procedure for the repair of a 54mm abdominal aortic aneurysm on the (B)(6) 2021. It was reported that during the index procedure there were no operational errors or stent displacement. After the stent was completely deployed, abdominal aortic angiography was performed. It was found that the stent leaked and more blood entered the aneurysm sac. An intervention was carried out where a steel ring was implanted.  It was confirmed the type of endoleak is a type iiib which was probably found in the bifurcate main body. As per the physician the cause of the event was that the covered stent ruptured causing a type iii endoleak. No additional clinical sequelae was provided and the patient is fine.